Manufacturer narrative:
Complaint investigation underway and will be attached to this report (B)(4).

Event description:
From: (B)(6) sent: wednesday, (B)(6) 2018 7:29 am to: (B)(4) subject: csi complaint notification hello, please see below for information relating to a complaint event involving a guide wire distributed by csi. Please provide the integer complaint number when available and let us know if additional information is needed. Date of event: (B)(6) 2018. (B)(4). Event description: the zilient guide wire appeared to unravel after multiple attempts to cross a 100% occlusion in the sfa. The wire was removed and no portion of the wire remained in the patient. A glide wire was used to complete the procedure and no adverse events to the patient were reported. Product model: 7-10050-02/12g-300-014, product lot: 10954080, device returning: yes. Facility: (B)(6) regional medical center, physician: (B)(6). Patient gender: male, patient age/dob: unknown, patient weight: unknown. Thank you, (B)(6) sr. Quality assurance specialist. (B)(6).

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
From: (B)(6). Sent: wednesday, (B)(6) 2018 7:29 am. To: (B)(6). Subject: csi complaint notification hello, please see below for information relating to a complaint event involving a guide wire distributed by csi. Please provide the integer complaint number when available and let us know if additional information is needed. Date of event: (B)(6) 2018. (B)(4). Event description: the zilient guide wire appeared to unravel after multiple attempts to cross a 100% occlusion in the sfa. The wire was removed and no portion of the wire remained in the patient. A glide wire was used to complete the procedure and no adverse events to the patient were reported. Product model: 7-10050-02/12g-300-014. Product lot: 10954080. Device returning: yes. Facility: (B)(6) medical center. Physician: dr. (B)(6). Patient gender: male. Patient age/dob: unknown. Patient weight: unknown. Additional event information: see attached follow up from the sales representative. Thank you, (B)(6). Sr. Quality assurance specialist. Cardiovascular systems, inc (B)(6).